Event description:
Reportedly, when an attempt was made to administer device defibrillator therapy to a patient, the device continuously prompted connect electrodes and therapy could not be administered as a result. No additional event information was reported. The patient was not resuscitated.